Manufacturer narrative:
H11: the device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation between the tubing and the second clearlink in the upstream part. The reported condition was verified. The cause of the condition is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to initial g3: date received by MFR: update the date to 09/13/2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution sets separated from the connectable components/joint. This occurred during setup. There was no patient involvement. No additional information is available.